Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident extraneal viaflex, dianeal freeline solo pd4 w/1.5% glucose and dianeal freeline solo pd4 w/2.5% glucose therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that required hospitalization. The cause of the peritonitis was not reported. It was not reported if laboratory testing was performed, if remedial therapy was rendered, if extraneal viaflex, dianeal freeline solo pd4 w/1.5% glucose and dianeal freeline solo pd4 w/2.5% glucose therapies were ongoing or if the event of peritonitis had resolved. The consumer did not provide an assessment of causality for the event of peritonitis. The reporter declined to provide further information.